Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during he implant of a transcathter aortic valve, a pre-dilatation with a 20 mm non-medtronic balloon was performed. Upon deployment, the valve was found to be under-expanded and showed signs of infolding. The valve was recaptured and removed and was replaced with a new valve. A second pre-dilatation was then performed with a 21 non-medtronic balloon. No patient complications were reported as a result of this event.